Event description:
It was reported that guidewire entanglement occurred. An opticross imaging catheter was selected for use to view the target lesion. During the procedure when it was ready to use and turned on, the opticross started twisting or turning with the wire. The tip of the opticross looked like a cork screw radiographically. The device was intact and removed. The procedure was completed with another of the same device. No patient complications were reported and the patients status was good.

Manufacturer narrative:
Device evaluated by MFR.: unit returned with original pouch batch, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The distal tip was pinched. The imaging window was twisted and kinked.

Event description:
It was reported that guidewire entanglement occurred. An opticross imaging catheter was selected for use to view the target lesion. During the procedure when the opticross was turned on, it started twisting or turning with the v18 guidewire. The tip of the opticross looked like a cork screw radiographically. The device was removed intact and the procedure completed with another of the same device. No patient complications were reported.